Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep is in possession of the device to be returned.

Manufacturer narrative:
Continuation of d10: product ID: 3998, lot# la9376, implanted: (B)(6) 2002, explanted: (B)(6) 2026, product type: lead, product ID: 3708360, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2026, product type: extension, product ID: 3708360, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2026, product type: extension, product ID: 7495-51, serial# (B)(6), implanted: (B)(6) 2002, product type: multiple therapy product, product ID: 7495lz51, serial# (B)(6), implanted: (B)(6) 2002, product type: multiple therapy product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead and extension devices were explanted following a return of pain and high impedance observed on the day of surgery, with impedance values of 33881, 40000, 40000, 40000, 40000, 40000, and 40000. The lead and extensions were removed and replaced with a new lead. No troubleshooting was performed, and the cause was not known. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6), ubd: 31-oct-2006, UDI#: (B)(4) ; product ID: 3708360, serial/lot #: (B)(6), ubd: 03-sep-2023, UDI#: (B)(4) ; product ID: 3708360, serial/lot #: (B)(6), ubd: 15-mar-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# la9376 implanted: (B)(6) 2002 explanted: (B)(6) 2026 product type lead product ID 3708360 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2026 product type extension product ID 3708360 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2026 product type extension product ID 7495-51 serial# (B)(6) implanted: (B)(6) 2002 product type multiple therapy product ID 7495lz51 serial# (B)(6) implanted: (B)(6) 2002 product type multiple therapy product ID neu_siliconeanchor serial# unknown product type accessory product ID neu_siliconeanchor serial# unknown product type accessory h3: analysis of the lead 3998 lot# la9376 found that the conductors were broken at the proximal end of the lead: conductor 0 and 2, broken 7.2 cm from distal end. Conductor 1 and 3, broken 19.6 cm from distal end. It was also identified environmentally assisted degradation of the insulation at the proximal end of the lead. Analysis of the extension 3708360 serial# (B)(6) found that the extension was returned segmented; there was no impact to electrical functionality. Analysis identified foreign material present in the setscrews. Analysis of the extension 3708360 serial# (B)(6) found that the extension was returned segmented; there was no impact to electrical functionality. Analysis identified that there was a break in the insulation under the connector sleeve, consistent with explant damage. Analysis identified foreign material present in the setscrews. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.